Manufacturer narrative:
A siemens global product support engineer analyzed the immulite 2000 xpi instrument data. Analysis of the instrument data indicates that the cause for the discordant penicillin c1 and c2 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant false negative immulite 2000 xpi penicillin (c1 and c2) results were generated on one patient sample. The patient was first tested with a skin prick test with positive results. A sample was then tested on the immulite which gave negative results and when repeated they were slightly positive. The samples were then sent to a second laboratory where they tested positive. Several weeks later, a second sample was tested on the immulite 2000 xpi with negative results. Samples 1 and 2 were then sent to the swedish siemens allergy reference lab and both samples tested slightly positive. There was no known report of treatment given or withheld based on the discordant penicillin results.